Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient reported she experienced pain and an intermittent burning and itching sensation at her scs ipg site with stimulation off. The patient's pain is exacerbated by long periods of sitting. As a result, the patient plans to have her system explanted and will follow up with her physician to determine the next course of action to address the issue.

Event description:
Additional information received identified surgical intervention took place on (B)(6) 2016 at which time the patient's entire scs system was explanted.